Event description:
Surgeon called the allergan technical consultant and reported, "after four weeks post - op patient had consultation for adjustment and surgeon was unable to access port; port noted to be upside down. Patient was booked for a revision, where the surgeon noted that the staples were retracted into the port and the access port had flipped." Follow-up findings: all four staples were found to be retracted and the port had flipped upside down. The port was removed and a (B)(4) was placed and sutured in place. The surgeon is very particular in double-checking all ports when deployed that they are firm and secure on the rectus sheath and it is secure on the initial deployment. The original port has been discarded and will not be returned.

Manufacturer narrative:
Rapidport ez strain relief. The access port connector associated with this report has not been returned and was discarded after surgery by the reported. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Further information from the reporter regarding the patient's date of birth and weights has been requested. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the patient or the x-ray equipment until you obtain a perpendicular, overhead (o degrees view). Targeting the port for needle penetration can be difficult if this orientation is not controlled." "Caution: the access port must be securely fastened to the patient's rectus fascia with all four of the stainless steel anchors firmly embedded in the patient's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery."